Manufacturer narrative:
Customer ran two levels of qc before the patient sample and the results were acceptable. There is no information if service was dispatched for this event. No additional information regarding this event was supplied. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 880i synchron access clinical systems. The initial result was 854umol/l and 87umol/l upon repeat. The original specimen was tested on a different instrument and obtained result was lower as well, (97umol/l). It is unknown if the high crem result was reported out of the lab. No information was provided if patient treatment was impacted.